Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to the modular head disassociating from the liner in the acetabular cup. It was noted the patient had fallen. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05151 / 05152).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.